Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Time discrepancy issue- (B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown. Reportedly, when the pump was turned back on the time and date were noted to be inaccurate, and the battery gauge displayed 5%. Customer stated the pump touchscreen was not responding to presses and frozen on the "1" button. Customer had elevated blood glucose levels (488 mg/dl). Customer indicated they stabilized blood glucose level with insulin pens and for continued insulin therapy.